Event description:
A customer reported that an ophthalmic operating console presented issues in bypassing the infusion lines and the cases were cancelled. Procedure details and patient impact were not reported. Additional information has been requested but none received till date.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.3, h.6 and h.10. The company representative was able to confirm and replicate the reported event. The fluidics module was replaced and returned for evaluation. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The fluidics module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing of the returned part was performed. The reported event was replicated. The system message (sm) was displayed. The cable was determined to have been non-conforming. The root cause of the reported event is attributed to nonconforming cable. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).